Event description:
The customer reported that they tired to deliver a bolus and the numbers started scrolling without any input. The customer removed and reinserted the battery and the insulin pump alarmed button error. The customer stated that their blood glucose was high but did not provide an exact value. The customer stated that they did not have a back-up plan. The customer stated that they just got out of the emergency room with a staff infection and did not want to go back. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with button error alarm due to corroded keypad traces. No scrolling numbers display anomaly noted. The device had broken battery tube threads, broken reservoir tube lip and missing end cap sticker.